Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material was found inside the sterile package.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: received an unopen unit of 4.0mm aggressive plus cutter and a small foreign material was seen inside the tybek. The probable root cause/s could be inadequate cleaning process, enviromental conditions.

Event description:
It was reported that foreign material was found inside the sterile package.